Event description:
The event is reported as: the customer alleges that the cuff on the endotracheal tube was inflated and then lost air during intubation. The patient was re-intubated. The patient 's condition is reported as fine.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) reviewed could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device sample is not available, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.